Event description:
Caller reported that the patient's pump delivered 10 units of insulin, resulting in hypoglycemia. Blood glucose level was affected, dropping to 52 mg/dl. To resolve the issue, an ambulance was called, and the patient received glucose until her blood glucose level stabilized. Investigation revealed a user error, as the patient likely intended to administer a food bolus but mistakenly over-delivered insulin. Despite evidence showing the pump functioned correctly, the device was replaced, and additional education was offered to the caller, though it was not accepted. No additional information was provided.